Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# (B)(4) analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 5592-53 implantable pacing lead, implanted: (B)(6) 2010; 694965 implantable tachy lead, implanted: (B)(6) 2006; 5076-58 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that a pocket infection and erosion occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.